Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that an 85-year-old patient received a biozorb marker (f0303) on (B)(6) 2019, during a lumpectomy due to a previous biopsy on (B)(6) 2019 that revealed triple negative idc. Patient received chemotherapy due to the triple negative status of her tumor, patient received one treatment of chemo and refused the remainder of the course, additionally patient received radiotherapy from (B)(6) 2019 up until (B)(6) 2019. It was reported that following her radiation treatment and one treatment of chemo, the patient developed an infection 11 month post-surgery. Patient presented to a physician clinic on (B)(6) 2020, with red area to the lumpectomy site and a small white pimple on the lateral side of the incision. The physician attempted aspiration and filled a 3-cc syringe with pus from the area. The physician applied mild pressure to the area and more pus came out. She aspirated a total of 8 cc of pus. The exudate was sent for culture and grew klebsiella. Patient was started on bactrim and sent for imaging. The physician reported that the biozorb appeared blurred on the diagnostic ultrasound but otherwise unremarkable. Patient was seen on (B)(6) 2020, and additional 3.5 cc of pus were aspirated. No additional information. Medical history: patient had previous history of uterine cancer 1 year before breast cancer.